Event description:
The customer reported that the device was not pacing the pt properly. Device was on pt. No impact on the pt.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.